Manufacturer narrative:
Additional information: event postal code: (B)(6). A getinge field service engineer (fse) was dispatched to the site to evaluate the unit and confirmed the issue. Fse replaced the scroll compressor. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.

Event description:
It was reported that during, pre-delivery office inspection the cardiosave intra-aortic balloon pump (iabp) displaying insufficient positive pressure and compressor negative pressure. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during, pre-delivery office inspection the cardiosave intra-aortic balloon pump (iabp) displaying insufficient positive pressure and compressor negative pressure.